Manufacturer narrative:
D9 - date returned to MFR: 11 feb 2026. Investigation summary: received one (1) used. List #011-cl3534, transfer set w/chemolock¿; lot #14571474, no visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed at the connection of the tubing and the chemolock. The probable cause is from an incomplete insertion during assembly in manufacturing.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
The event involved a transfer set w/chemolock¿ where a leak at the new chemotherapy tree was reported. Handwashing. I retrieved and tested the adapter: the leak was indeed located. The event was observed during use on a patient. The incident was noted during the infusion. There was chemotherapy on the skin for the staff. The therapy was completed with a delay of 30 minutes. The drugs administered were immunotherapy and chemotherapy. The customer didn¿t observe any physical defects in the device. The leak was cleaned up according to the facility's protocol, using a specific kit. There was patient involvement but no patient harm.